Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Analyzer data suggests an issue with high sample volume saturations, suggesting possible procedural errors. Root cause: cannot duplicate with retain testing. Source: phone.

Event description:
Reported 1 false positive sars result for one patient. Unknown if patient was symptomatic or asymptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).